Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from a funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the device system approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4) : the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breach cut, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breach cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.